Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of system impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options as well as the possible cause of the issues. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of system impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options as well as the possible cause of the issues. This device remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system electrode was suspected to be fracture. The patient received one inappropriate shock due to oversensing. The plan was for the patient to wear a life vest while a treatment decision was made. An x ray was performed that confirmed correct insertion. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of system impedance measurements. Technical services (ts) was consulted and discussed troubleshooting options as well as the possible cause of the issues. This device remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system electrode was suspected to be fracture. The patient received one inappropriate shock due to oversensing. The plan was for the patient to wear a life vest while a treatment decision was made. An x ray was performed that confirmed correct insertion. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. The device has been returned and analyzed.